Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, an issue related to the power supply was observed. The device's power supply was replaced to address the issue.